Event description:
It is reported that the patient was revised for trunionosis and an associated pseudotumor.

Manufacturer narrative:
Other devices used: the following products were manufactured by zimmer (B)(4): catalog #00631005032, trilogy longevity crosslinked poly liner, lot #61405386; catalog #00786201300, versys fiber metal taper femoral stem, lot #61082998. No additional complaints relating to trunionosis or pseudotumors have been reported against the manufacturing lots of product related to this complaint. Neither x-rays nor operating notes are available for review. The devices are not available for review so their actual conditions are unknown. No additional information regarding the diagnosis of trunionosis or pseudotumors has been provided. The products are confirmed compatible. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact cs. High impact), and relevant medical history. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.